Event description:
No new information.

Manufacturer narrative:
The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found that there were two complaints with the same lot and manufacturing date as the reported device and used the keyword 'power' in the reported event. Review of the two complaints found that both were associated with the motor breaking down and the device having a lack of power. When the occurrence rate was calculated for the risk associated with the reported event, however, it was found that the risk associated with the current complaint was within acceptable limits. As such, no further action will be taken as part of the complaint history review. The reported event was confirmed by the service technician who performed the evaluation and repair. On 29 july 2019, it was reported that a dermatome did not rotate well, possibly due to not having enough power, and would eat the skin. The customer returned a zimmer electric dermatome serial number (B)(4) for evaluation. Evaluation of the dermatome on 28 august 2019 noted that the needle bearing was defective, that the device was out of calibration at the zero setting, and the control bar was not in the correct position. Upon further evaluation, it was found that the motor had seized up, that the reciprocating arm was worn down, and that there was internal damage to the plug harness assembly. Repair of the device occurred on 31 october 2019 and involved replacing the motor, needle bearing, reciprocating arm, shaft and sleeve bearings, and the plug harness assembly as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was seized up, which would prevent the device from generating the motor speed needed to produce a proper cut and that the control bar was out of position, which would prevent the blade from aligning properly on the device and also lead to an improper harvest, it cannot be determined from the information provided as to what caused the motor to seize up or for the control bar to fall out of position. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device does not rotate well. This may be due to it not having enough power. It seems like it - eats the skin. No harm to patient or operator. No delay in surgery. No adverse events were reported as a result of this malfunction.